Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider via a manufacturer representative indicated that actions/interventions I mplemented for the catheter disconnect included the physician believing the catheter connection was not firm on the pump. The pump segment was removed and replaced with a new pump segment. The catheter disconnect was reported to be resolved and the cause of the patient's headaches was determined to be a cerebrospinal (csf) leak. It was further reported that actions/interventions implemented for the patient's headaches included bed rest with a catheter revision. The patient's headaches was reported to be resolved. It was also noted that the catheter was disconnected from the pump and not the connector piece and that the catheter was discarded.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen 170 mcg/day/ 500 mcg/ml via implantable pump. The healthcare provider (hcp) reported that the patient was having headaches that would not ¿subside" after implanting the device. There were no known environmental/external/patient factors that may have led or contributed to the issue. A dyes study was performed on (B)(6) 2023 that showed pooling in the pump pocket. The surgeon believed that the catheter was disconnected from the connector piece or the pump. There will be catheter revision to replace or reconnect the catheter on (B)(6) 2023. The patient weight was asked but unknown at this time. The patient medical history was stroke. The patient was alive but no injury at this time. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.